Event description:
It was reported that the right ventricular lead dislodged as a result of twiddlers syndrome; loss of capture was observed. The lead was explanted and replaced without difficulty. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.